Manufacturer narrative:
The investigation concluded that higher than expected results were obtained from a single level of non-vitros biorad ethanol/ammonia control, lot 54420, using vitros ammonia (amon) slide lot 1019-0264-4150 on a vitros xt 7600 integrated system. The assignable cause of the event was determined to be an instrument related issue due to ammonia contamination of the microslide incubator. The cause of the ammonia incubator contamination was not determined. Vitros amon within run precision testing was unacceptable and in addition, unacceptable vitros amon qc performance was observed on the vitros amon slide lot. An ortho field engineer (fe) went onsite to perform an incubator decontamination procedure, replaced the microslide incubator evaporation caps and performed microslide incubator cm stopping adjustments. Following those actions, acceptable vitros amon within-run precision results were obtained indicating the vitros xt 7600 integrated system was performing as expected.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected results were obtained from a single level of non-vitros biorad ethanol/ammonia control, lot 54420, using vitros ammonia (amon) slide lot 1019-0264-4150 on a vitros xt 7600 integrated system. Biorad level 3 amon results of 344.4, 331.3, 334.8, 306.9, 317.5, 277.8, 276.3, 296.4 and 287.2 ?mol/l vs. The expected result of 230.0 ?mol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).